Event description:
(B)(4). Chronic bloating due to pet fiber, inflammation, extremely heavy period, loss of libido, hair loss, fatigue, seizures, migraines, abdominal pain, increasing allergy to nickel, gastrointestinal issues, brittle nails, dental problems, weight gain.